Event description:
It was reported that this pacemaker entered safety mode. Device replacement is planned but has not been scheduled at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.